Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. Symptoms included acute pain in the back. It was noted that this occurred following an implant. The reporter stated that the patient would feel heat in one spot 'the size of a silver dollar.' It was reported that the patient's health care provider (hcp) had taken x-rays of the leads '4-5 years ago' and noticed that the lead had migrated. It was unclear when the x-rays were taken or if the reporter meant 'months' instead of 'years.' Per manufacturer device registration the device had been implanted for 2 years. The reporter stated that the hcp informed the patient that the leads 'had been implanted in the wrong place' which caused them to migrate. It was reported that the patient always had pain in her back, and the patient 'ended up' having her 'spine hcp' do surgery on (B)(6) 2012 to realign her back and move her vertebrae. The reporter stated that the patient no longer needed the device so the implantable neurostimulator and leads were completely removed. A follow-up report will be made if additional information becomes available.